Event description:
In 2001, a medwatch report was received at the manufacturer that states the following: tear in implantable central venous device catheter with embolization of the distal portion into the heart.